Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage (bathroom).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 99mg/dl- 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.